Manufacturer narrative:
Initial and final (B)(4) - (B)(4) - device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided.

Event description:
Reference number (B)(4). Event occurred in canada. This emder is being submitted for an unknown number quantity. It was reported that the patient faced bent cannula event due to which the patient faced hyperglycemia event on (B)(6) 2026 to (B)(6) 2026. The blood glucose level was high at the time of the event and got treated with multiple daily injection (mdi). The event occurred within three or more hours of insertion. The insertion site was abdomen. No further information available.